Event description:
Complainant alleged that during a clinician's routine shift check of the device, it did not charge in battery mode. The complainant indicated that there was no pt involvement in the reported malfunction.